Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor was unable to complete essential performance testing and displayed a service code 201 (response buttons stuck). The root cause of the failure was isolated to contamination on the front response button and response button connector j1004. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code.